Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 360 mg/dl. The customer was admitted to the hospital. The customer was throwing up uncontrollably. The customer cause of emergency room visit was diabetic ketoacidosis. The customer was still at the hospital and wearing the pump at time of emergency room visit. The customer declined the high pressure test due to fear of having pump off for too long. The customer was displacement test and self-test. The customer pump passed both test. The customer was advised that the pump was safe to use.